Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after entering an additional lunch meal announcement during the night while already low and noted difficulty seeing the ilet display, leading to potential button selection errors. Symptoms included low blood glucose to 50 mg/dl without loss of consciousness, dizziness, or other acute sequelae. Outcomes included low blood glucose lasting a couple of hours, self-treated with oral glucose, with device low and urgent low alerts received, and no medical intervention or assistance required. Investigation included complaint handling and case review. Investigation of this case revealed user interface difficulty related to display visibility and an inappropriate meal entry during hypoglycemia. It was concluded that the cause of hypoglycemia was unclear with user interaction contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.